Event description:
It was reported that thrombus occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. Pre-procedure tee imaging demonstrated significant difficulty visualizing the laa due to a prominent coumadin ridge. The posterior lobe could not be clearly visualized, particularly at the 135 view. Venous access was obtained, and transseptal puncture (tsp) was completed using the versacross connect transseptal access system through a watchman trusteer access system (was). A fluoroscopic contrast injection demonstrated a bifurcated laa. A 27mm watchman flx pro closure device and delivery system (wds) was inserted into the was and large flx ball was performed with the wds. Prior to deployment, the patient was cardioverted and returned to normal sinus rhythm. The flx ball of the wds was maneuvered to help push the coumadin ridge out of the way and get better tee imaging. Upon improved visualization, a thrombus or tissue-was identified inside the posterior lobe of the laa near the bifurcation. No thrombus was seen on the wds or was. The implanting team observed the thrombus for several minutes, then elected to abort the procedure. Both the was and wds were withdrawn to the right atrium and removed from the patient. The patient remained stable throughout and is expected to fully recover. The physician plans to optimize anticoagulation therapy and perform a repeat tee prior to reconsidering laa closure.

Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombus occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia using transesophageal echocardiogram (tee) and fluoroscopy imaging. Pre-procedure tee imaging demonstrated significant difficulty visualizing the laa due to a prominent coumadin ridge. The posterior lobe could not be clearly visualized, particularly at the 135 degree view. Venous access was obtained, and transseptal puncture (tsp) was completed using the versacross connect transseptal access system through a watchman trusteer access system (was). A fluoroscopic contrast injection demonstrated a bifurcated laa. A 27mm watchman flx pro closure device and delivery system (wds) was inserted into the was and large flx ball was performed with the wds. Prior to deployment, the patient was cardioverted, and returned to normal sinus rhythm. The flx ball of the wds was maneuvered to help push the coumadin ridge out of the way and get better tee imaging. Upon improved visualization, a thrombus or tissue-was identified inside the posterior lobe of the laa near the bifurcation. No thrombus was seen on the wds or was. The implanting team observed the thrombus for several minutes, then elected to abort the procedure. Both the was and wds were withdrawn to the right atrium and removed from the patient. The patient remained stable throughout, and is expected to fully recover. The physician plans to optimize anticoagulation therapy and perform a repeat tee prior to reconsidering laa closure.